Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date following a usual for me breakfast meal announcement. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. It is likely that this hypoglycemic event was caused by the user overestimating the carbohydrate content of their meal and choosing a meal size that was too big, causing an excess of insulin relative to their need. The user received appropriate re-education.

Event description:
On 8/13/24 an ilet's user's husband reported the user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 8/13/24. During the low bg event, the user's husband assisted by giving coca-cola to treat the low, as the user was unable to get it themselves. The lowest recorded bg was 50 mg/dl. The user typically uses gummies, coca-cola, juice, and glucose tablets for correction. The user has not reported any immediate health effects, such as loss of consciousness or dizziness, during these events. The user has temporarily disconnected from the ilet system in preparation for hip surgery on (B)(6) 2024. The user's husband reported difficulty with changing supplies and meal announcements, leading to rising blood glucose levels due to missed or mis-announced meals. The ilet system's correction algorithm then caused the user to experience occasional lows. The agent educated both the user and their husband on the importance of proper meal announcements and not overcorrecting lows.